Manufacturer narrative:
Three cassette sets were received for evaluation. The devices appeared in used condition. Functional testing was performed and leakage was found. The devices leaked between the bag and pump tube. The failure mode reported was confirmed. No other analysis was performed. The root cause was determined to be the rf machine that performs the sealing process on the bag. The sealing machine was repaired to eliminate the weak seal in that area, changing the generator of the equipment who produce the quality of the sealing in the bag. By the date that is investigation report is documented, there was an internal CAPA opened to address this reported condition. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that there was leakage at the top of the cassette during filling. No patient injury was reported.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07790 is no longer considered reportable, please disregard any MDR reports associated with it.